Manufacturer narrative:
Device evaluation- two used devices were returned for evaluation. The devices were given functional testing and this showed leakage in the bag area. The manufacturing facility determined the likely cause was improper handling of the bag during manufacturing.

Event description:
Information was received indicating that immediately on use, the customer noticed that the smiths medical cadd cassette reservoir leaked medical fluid from the part where the cassette and the tubing were connected. No patient consequences were reported.